Manufacturer narrative:
The siemens customer service engineer (cse) performed a preventive maintenance (pm) on the dimension vista 500 instrument and noted the instrument had not processed samples for over 24 hours. The cse primed the instrument and observed fluid leaked on the floor. An inspection was performed, and the cse noted the fitting to the waste pump was not secured during the pm and causing the leak. The cse observed the customer fall due to the fluidic leak and offered assistance. The customer informed that no injury was sustained due to the fall, and the customer wore no personal protective equipment (ppe). Siemens evaluated the information provided and confirmed that while priming the instrument pumps with water, the liquid spilled onto the floor due to a loose-fitting. The cse cleaned up the spill and secured the fitting to solve the leak. The cause of the leak was due to a loose-fitting during maintenance. The instrument was verified and operating as intended. No further evaluation of the device is required.

Event description:
The customer observed a leak on the dimension vista 500 instrument and caused her to slip and fall. The customer informed siemens that the fall did not cause an injury, and the incident was reported to the laboratory manager. The customer informed that no medical attention was required and continued with a normal workday. There are no reports of adverse health consequences due to the customer fall.